Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, multiple auto mode switch episodes due to myopotential oversensing were observed. Myopotential could be reproduced in clinic with isometrics. The patient was asymptomatic during auto mode switching. The physician elected not to take any action at this time and would continue to monitor the patient. The patient's condition was fine.